Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately of 2 days, it was reported that the lead was repositioned due to sensing issue and failure to capture. The lead remains implanted. Should additional information be received, this file will be updated.